Event description:
On (B)(6) 2012, the patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately high. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at 2 p.m. On (B)(6) 2012. The patient reportedly manages his diabetes with insulin pump therapy. It is not known if the patient made any changes to his normal diabetes management as a result of the alleged issue. The patient mentioned that he tested his blood glucose at 2 p.m. And he obtained a result of "140 mg/dl" with the subject meter. The patient claimed that 30 minutes after the alleged issue started he felt "dizzy and sweaty" and was experiencing "shortness of breath." The patient claimed that he went his health care provider (hcp) at 2:45 p.m. On (B)(6) 2012. The patient's hcp reportedly advised him to lie down while he allegedly performed a series of tests on the patient. The patient said that he tested his blood glucose 10 minutes after receiving a blood glucose result from a lab of "90 mg/dl" with the subject meter and obtained a result of "140 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. During troubleshooting, the patient did not have the subject meter so the cca was unable to verify that it was set to the correct unit of measurement. The cca was able to confirm that the patient was using good/unexpired test strips and an approved sample site. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury and was seen by his hcp as a result of the alleged issue. In addition, the two results being compared exceed lfs's specification for accuracy comparisons.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.